Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a truetome 39 was used in the duodenal papilla during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the cutting wire broke when the power was applied. The procedure was completed with different device. There were no patient complications reported as a result of this event.